Manufacturer narrative:
Evaluation summary: the probable cause, was that the processor was not recognizing the scope. And the pcb failed, due to water ingress etc. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred in the united states. The customer reported that during pre-inspection there "was a no video error message and the endoscope was not connected" involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). There was no report of death or serious injury. As the endoscope was not recognized by the processor an image could not be obtained. The loaner endoscope was received by pentax medical for evaluation on 22-jun-2021. The endoscope is pending inspection as of 16-jul-2021. Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 28-nov-2012.